Event description:
The advocate stated customer received a blood glucose reading of 26mg/dl on the contour next link meter and 135mg/dl on a different meter. On another ocassion the contour next link reading was 26mg/dl and the other meter was 235mg/dl.the differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant.no adverse events were alleged. Strip information was not provided. Product was not replaced.